Event description:
It was reported to gore that a patient presented to the hospital on (B)(6) 2026, with a symptomatic, non-ruptured aneurysm. The patient underwent emergency endovascular treatment with a gore® excluder® aaa endoprosthesis. Approximately two months later, the patient returned with a graft infection and an aortoduodenal fistula. The patient was taken back to the operating room and underwent reoperation, including duodenal repair, endograft explantation, and aortic reconstruction using a bovine pericardial graft. Targeted antibiotic therapy was initiated. The patient has been discharged home and undergoing physiotherapy. The surgeon considers that the infection may have been related to a pre-existing spondylodiscitis. In support of this hypothesis, the patient was found to have no intervertebral disc at the time of the open surgical procedure. The physician also indicated that the explant of the gore device was likely not related to any issue with the device itself, but was probably associated with a retroperitoneal hemorrhage.

Manufacturer narrative:
B3: the exact date of event is unknown, therefore, the date of which gore was made aware of the event was used as date of event. H6: add b31. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing and sterilization records associated with the reported lot number and verified that all release criteria had been met. Neither clinical images enabling direct assessment of product performance nor the product itself (which was discarded) were returned for evaluation. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of the aortoduodenal fistula and the retroperitoneal hemorrhage leading to graft explant and assign a root cause. The reported graft infection may potentially be caused by a pre-existing patient condition. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: bleeding, hematoma, or coagulopathy, infection (e. G., aneurysm, device or access sites), etc. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.